Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure (batch no. 787221) inserted for female sterilization. The patient's concurrent conditions included pelvic pain and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression: occlusion of bilateral fallopian tubes confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received. Processed with fu. No. 01. Lot number and lab data, reporter, concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure (batch no. 787221) inserted for female sterilization. The patient's concurrent conditions included pelvic pain and menorrhagia. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: impression: occlusion of bilateral fallopian tubes confirmed. Pregnancy test urine - on (B)(6) 2010: urine pregnancy result: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. Processed with fu.no. 02. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.